Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic infection/pid (interpreted as pelvic inflammatory disease)"), perforation ("perforation of organs"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("ruptured ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's past medical history included gonorrhea. Concurrent conditions included abdominal pain since (B)(6) 2013, back pain since (B)(6) 2013, hemorrhagic ovarian cyst since (B)(6) 2013, genital discharge abnormality since (B)(6) 2015, dysuria since (B)(6) 2015, vaginal irritation since (B)(6) 2016, itching since (B)(6) 2016, cervical dysplasia since (B)(6) 2016, headache since (B)(6) 2016, vomiting since (B)(6) 2016 and yeast infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),)"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure/( B)(6) 2016; hysterectomy with unilateral salpingectomy), and surgery (laparoscopic right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abortion of ectopic pregnancy, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic inflammatory disease, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 she underwent emergent ectopic removal i.e laparoscopic right salpingectomy. Concerning the injuries reported in this case, the following ones were reported via medical records:pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & mr were received: reporter and patient demographic and concomitant conditions added. The following events were provided: vaginal haemorrhage, menorrhagia, pelvic infection/pid (interpreted as pelvic inflammatory disease), abortion of ectopic pregnancy,nausea, dysmenorrhea, vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic infection/pid (interpreted as pelvic inflammatory disease)'), perforation ('perforation of organs'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('ruptured ectopic pregnancy / right ectopic') and intra-abdominal haemorrhage ('1000 ml bleeding in abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's medical history included gonorrhea. Concurrent conditions included headache since (B)(6) 2016, vomiting since (B)(6) 2016, vaginal irritation since (B)(6) 2016, itching since (B)(6) 2016, cervical dysplasia since (B)(6) 2016, dysuria since (B)(6) 2015, genital discharge abnormality since (B)(6) 2015, back pain since (B)(6) 2013, hemorrhagic ovarian cyst since (B)(6) 2013, abdominal pain since (B)(6) 2013 and yeast infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),)"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and cervicitis ("cervicitis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingectomy and she had surgery to remove the essure/(B)(6) 2016; hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, abdominal pain and cervicitis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, cervicitis, dysmenorrhoea, ectopic pregnancy with contraceptive device, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 she underwent emergent ectopic removal i.e laparoscopic right salpingectomy. On (B)(6) 2016, left ectopic. Discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2015. She received treatment for: pelvic pain, abdominal pain and abnormal bleeding (menorrhagia). Concerning the injuries reported in this case, the following ones were reported via medical records:pelvic inflammatory disease and ectopic pregnancy. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: abdominal pain, 1000 ml bleeding in abdomen and cervicitis. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic infection/pid (interpreted as pelvic inflammatory disease)'), perforation ('perforation of organs'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy / right ectopic') and intra-abdominal haemorrhage ('1000 ml bleeding in abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". The patient's medical history included gonorrhea. Concurrent conditions included headache since (B)(6) 2016, vomiting since (B)(6) 2016, vaginal irritation since (B)(6) 2016, itching since (B)(6) 2016, cervical dysplasia since (B)(6) 2016, dysuria since (B)(6) 2015, genital discharge abnormality since (B)(6) 2015, back pain since (B)(6) 2013, hemorrhagic ovarian cyst since (B)(6) 2013, abdominal pain since (B)(6) 2013 and yeast infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),)"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and cervicitis ("cervicitis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic right salpingetcomy and she had surgery to remove the essure/(B)(6) 2016; hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, perforation, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, abdominal pain and cervicitis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, ectopic pregnancy with contraceptive device, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic inflammatory disease, perforation, ruptured ectopic pregnancy, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 she underwent emergent ectopic removal i.e laparoscopic right salpingetcomy. On (B)(6) 2016, left ectopic. Discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2015. She received treatment for: pelvic pain, abdominal pain and abnormal bleeding (menorrhagia). Discrepancy noted in essure removal date: (B)(6) 2016 and (B)(6) 2016. Concerning the injuries reported in this case, the following ones were reported via medical records:pelvic inflammatory disease and ectopic pregnancy. Amendment: the report was amended for the following reason: meddra coding correction of event "ruptured ectopic pregnancy / right ectopic" from abortion of ectopic pregnancy to ruptured ectopic pregnancy. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective (ectopic pregnancy)". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.